Event description:
It was reported that the user experienced hyperglycemia during an infusion set supply change while using the ilet system with an inset infusion set, with a sensor glucose value of 258 mg/dl and no alerts or alarms reported. Symptoms included hyperglycemia without additional clinical manifestations. Outcomes included no hospitalization and completion of troubleshooting and education. Investigation included case review and user troubleshooting. Investigation of this case revealed an unclear cause with no identified device malfunction or component failure. It was concluded, based on previously established findings for similar reports, that the cause was indeterminable. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.